Event description:
It was reported by the rep that the (1) tx60g was used during a low anterior resection procedure. It was reported that the device was used to create a rectal stump. The stapler was put across the rectum and closed without difficulty. The instrument was fired and the staples did not form at all. The stapler was not torqued excessively and the tissue was not too thick for the stapler. The procedure was completed with a hand-sewn purse string. 08/23/1999 there was no consequence to the patient.